Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts were compressed. Analysis also found the upper case was dented, broken, and contaminated. Lower case and bail covers were broken and contaminated. Battery release, ring cover, battery release o-ring, battery drawer, and battery drawer o-ring were contaminated. The ring was bent and the keyboard was scratched. (B)(4).